Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00381 on (B)(6) 2019. Additional information (B)(6) 2019): a siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse ran 5 replicates of chem wash and determined that the instrument needed to be decontaminated with bleach. The cse decontaminated the instrument and during the decontamination procedure, the cse determined that the millipore system was leaking and observed that the centrifuge malfunctioned. The cse flushed water and heterogenous module (hm) system to remove bleach. Then, the cse replaced water, chem wash, and cardiac troponin I (ctni) flex. Then, the cse ran calibration and quality controls (qcs), which recovered acceptably. Siemens further investigated the issue and determined that instrument files did not contain the sample ID provided by the customer. Siemens determined that the instrument was performing as intended at the time that the customer indicated the affected sample was processed. Siemens determined that the customer's centrifugation protocol is outside of the tube manufacturer's recommendations and the customer's centrifugation protocol potentially contributed to the falsely elevated ctni result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely elevated cardiac troponin I (ctni) result. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse decontaminated the instrument with bleach and performed the following maintenance procedures: replaced all pump panel tubing and probe tubing, replaced all heterogenous module (hm) tubing, replaced hm wash probes, verified all probe alignments, flushed the system with fresh water and chem wash. The cse ran quality control materials (qc) with acceptable recovery. The cause of the discordant, falsely elevated cardiac troponin I (ctni) result is unknown. The customer stated that the patient sample was centrifuged at 8,500 rpm for 120 seconds. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on a dimension rxl max with hm instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate dimension xpand instrument resulting low. The repeat result was not reported to the physician(s) as the patient was transferred to another facility. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.